Event description:
It was reported that the haptic of the intraocular lens (iol) was broken during implantation of the lens into patient's operative eye. The incision was enlarged and the lens was removed and replaced during the same procedure. Additionally, sutures were required and vitrectomy was performed. No further information was provided.

Manufacturer narrative:
Patient weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: returned to manufacturer on: jan 31, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. The complaint issue could not be confirmed, and no product deficiency could be identified. Observed "haptic detached" is similar to "haptic damage" but the issue cannot be confirmed based on complaint code definitions and may be attributed to handling during loading and insertion. Additional defects were observed (cut lens) and could not be confirmed to be related to manufacturing/design. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.